Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown amplatzer amulet left atrial appendage occluder was implanted in the patient using a 14f amplatzer torqvue 45x45 delivery sheath. On (B)(6) 2025, the patient presented with late effusion. The physician mentioned the cause of effusion was amulet.

Manufacturer narrative:
An event of pericardial effusion, chest pain and shortness of breath after one month of amulet implant was reported. Reportedly, the physician mentioned the cause of effusion was stabilizing wires and/or disc. Cine review was performed, that appeared to show the released 20 mm device below the pulmonary vein ridge, creating less than a 90-degree angle. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information available and cine review, it is possible that operational difficulties may have contributed to pericardial effusion. However, it is difficult to determine with certainty the exact cause of the reported event, including whether the stabilizing wires contributed to the pericardial effusion. The reported patient effects of chest pain and shortness of breath appear to be cascading effects of pericardial effusion. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.